Event description:
Customer reported false negative troponin (tni) results using the triage cardiac triple marker panel. Pt presented with chest pain; EKG was performed. Pt was confirmed as having mi.

Manufacturer narrative:
No product/sample returned from customer. Reported cardiac product was expired upon investigation ((B)(6) 2011). The retain devices from the same lot were tested with normal and clinical samples and internal low level calibrator. Tni recovery for the calibrator at clinical cut off, 0.4ng/ml was within expected range and two individual results were higher than assigned 2sd range. Results from normal and clinical samples were within expected range. Customer's observation could not be replicated in-house. No info of how the comparison was performed at customer site was provided. No in-house correlation study was conducted for tni on triage and axsym system. The accuracy of the test results for both triage and axsym assay could not be verified due to lack of clinical info for the discrepant results provided from customer. No similar complaint was reported for lot w47739. Root cause could not be identified without sample analyzing in-house. Corrective action not required at this time.